Manufacturer narrative:
The analysis of sample (B)(6) was judged "positive" with interpretive program (ip) messages, alerting the user to possible sample abnormality. The sysmex xn-9000/xn-9100 instruction for use (IFU), chapter 11 - checking detailed analysis information (data browser), section 11.5 - ip messages, cautions: "a 'positive' or 'error' judgment indicates the possibility of an abnormality. If a 'positive' or 'error' judgment occurs, check the data and repeat the test or examine carefully in accordance with the protocol of your laboratory." The analysis generated a hematocrit (hct) result that was inconsistent with the hgb result, mean corpuscular hemoglobin (mch) and mean corpuscular hemoglobin concentration (mchc) results were abnormally low. Abnormal indices and the usual relationship between hgb/hct (mchc) may indicate performance problems in hematology analyzers, as well as specimen or patient abnormalities. The user contacted the sysmex technical assistance center (tac) after troubleshooting for increased delta checks had generated quality control (qc) failures. A service engineer (se) was dispatched and identified failure of master valve (mv) 59. The se replaced the suspect mv 59 to resolve the issue. Part replacement was performed as part of routine servicing due to the extended age and use of the analyzer.

Event description:
The patient was administered an unnecessary packed red blood cell (prbc) transfusion due to an erroneous low hemoglobin (hgb) result generated by the analyzer. The transfusion was stopped after an accurate hgb result from repeat analysis on another analyzer was provided to the clinician. No adverse effects from the transfusion were reported.